Manufacturer narrative:
H10: per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer over filled their cartridge. Customer reloaded the cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.